Event description:
I was working in the IV lab in the in-patient pharmacy on (B)(6) 2025 when I came across a product that we use, typically for nicu patients, had signs of particulate matter that went from the bag into the syringe that was drawn up for a patient. The drug was gentamicin, lot: p461634, exp: 11/30/2026, and the syringe that was used was a 3ml syringe with the lot: 5133250, exp: 05/31/2030. I spiked the bag with a non-vented dispensing pin with the intention to draw a few doses out of this bag for multiple patients but luckily, I noticed this odd particulate immediately in the first syringe. The lot of the dispensing pin is lot: 00vl991908, exp: 03/31/2030. The syringe containing the particulate never left the IV lab and I discarded the gentamicin bag and syringe into a bag for my coordinator to see. Patient code: 4582. Device code: 1451, 2901, 2975. Reference report: mw5177179.